Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 425 mg/dl at the time of incident and current blood glucose was 468 mg/dl. Other blood glucose levels were 119, 372, and over 600 mg/dl. Customer treated with manual injection. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed. The product will be returned for analysis.